Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a low out of range shock impedance measurement of less than 20 ohms. The cause of the issue was not determined and no intervention was performed. The device continues to remain implanted and in service. No adverse patient effects were reported.